Manufacturer narrative:
The device was discarded at the hospital and is not available to be returned for evaluation. Without the return of the introducer, the complaint could not be confirmed and it cannot be determined if damages or defects existed on the product. No actions will be taken at this time.

Event description:
It was reported that leakage was observed from the introducer during use, which necessitated reinsertion of a new line in a new access site. The report was obtained during communication of another event from the hospital and no other specific details were provided. No patient injury was reported as a result of either the leakage or new stick.